Event description:
Reduction of the output power.

Manufacturer narrative:
Reduction of the output power due to damage on optical components. Replaced damaged optical components. The event did not create injury to the patient. We are not aware if the event eventually caused a delay in the surgical intervention.